Manufacturer narrative:
Pro-code: the procode reported is for the entire esg-300 device. There is no separate procode for the fool pedal (device accessory). The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a colonoscopy procedure using a hot snare to remove polyps (along with a esg-300 generator), when using the electrocautery, the polyp did not change color as it normally does. When the polyp was removed, the patient had a significant amount of bleeding. The physician proceeded to use four clips to attempt to stop the bleeding, but could not. At this time a second physician came in to assist using the gold probe. The second physician then noticed that there was not a normal response to the tissue when using the cautery. After an extensive amount of time (and excessive cautery) the bleeding was then under control. The exact volume of blood lost due to the device issues is unknown, however, no transfusion was required. The patient was monitored as usual and discharged home. After the case the electrocautery machine and pedal were inspected. The pedal was found to have frayed wires. When brought to my attention, I know this issue was reported multiple times to bio-med. I contacted them (bio-med) last night and apparently an order for a pedal was placed back in december but is on back order. This information was never relayed to management and the foot pedal was l eft in the room for use. It was my understanding that the issue had already be rectified, but it actually was not. I since have removed the pedal from the room and have sent to bio-med. There was no malfunction if the esg unit, only the pedal. The model and serial number of the scope used in the procedure was not provided when requested, however, it was confirmed there was no malfunction of the scope.

Manufacturer narrative:
This report is being updated to report is being updated to provide investigation findings. New information is reproted in h6 and h10. Since the product for this info complaint was not returned to olympus, our investigation is based solely on the information provided by the customer. Analysis; function (disturbed)/footswitch/no activation: according to the customer, the cables of the footswitch in question were "frayed". Please note that olympus assumes that the cable sheath was damaged and that individual wires were exposed and possibly damaged. The fact that the generator could not be activated with the foot switch indicates that at least one of the cable connections is defective. Regarding this error pattern, the information provided by the user is plausible. Affected (patient)/injured/bleeding/during procedure\polypectomy: the user reported that during a polypectomy, the patient experienced bleeding which could not be stopped with the esg-300 due to a defective foot switch. According to the user, after activating the generator, it was noticed that the tissue did not discolor as usual. A snare was used to remove the polyp. It was also reported that heavy bleeding occurred after the removal. However, with the involved esg-300, no defects were found. Cause; function (disturbed)/footswitch/no activation: according to our investigators, the cause for the reported issue is most likely due to improper handling. It is important to state that if the cable sheath is broken, further mechanical stress (tension) can lead to the breakage of individual cores and consequently to the electrical failure of the foot switch. There are various causes for the occurrence of bleeding, all of which ultimately stem from the fact that the user has set an incorrect mode, improper or defective instruments have been used or, in general, a mistake has been made while performing the procedure. The following facts should be considered: 1) following a successful activation, the esg-300 signals the successful activation visually on the screen and acoustically by a continuous beep. If these messages are not displayed, the user knows that the unit has not been activated. 2) the user obviously is not aware that these signals are missing and has then performed a so-called "cold cut" with the snare. This often results in severe bleeding. 3) since the system was not ready for use, as the messages would have indicated, no coagulation could be performed. According to our investigators, it is therefore very likely that the bleeding that occurred was caused by user error. DHR review; a manufacturing and quality control review was performed for device wa94033c with lot number w180413019. There is no non-conformity associated with this device with respect to the described issues. The DHR review showed that the device was manufactured according to valid instructions and met all specifications.